Event description:
Boston scientific crm received information that this device exhibited long charge times during middle of life and now is emitting beep tones. Interrogation confirmed that the device declared elective replacement indicator.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.